Event description:
It was reported that a day after lead implant procedure, lead dislodgement and loss of pacing were observed on the right ventricular (rv) lead. Upon chest x-ray, the rv lead was confirmed to be pulled back to the right atrium. The lead was explanted and replaced. The procedure was successful. The patient was stable.